Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code was due to a faulty charge coupled device unit and the objective lens glue was worn/chipped due to physical or chemical stress. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: dangers, warnings, and cautions: do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor.¿ ¿operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service confirmed that error code b30 occurred when connecting the master plug and the adhesive on the objective lens was worn and chipped. In addition, the bending section leaked due to a pinhole, there was a crease on the universal cord, there was a gap on the adhesive on the bending section cover, and there was leak due to deformation of the distal end. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, error code b30 (scope communication error) occurred on the subject device. The unspecified diagnostic procedure was completed using another similar device. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service also found the adhesive on the objective lens was worn and chipped.